Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left subclavian. A 10.0x30x135 cmexpress ld vascular stent was advanced for treatment. However, the device was unable to cross and it was noted that the tip of the stent strut was lifted. The device was removed and the procedure not completed due to same device unavailable. No patient complications were reported and the patient status was stable.